Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5156145.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the lead was explanted due to an unspecified anomaly. The patient was asymptomatic. The lead was capped and replaced successfully. The patient was stable throughout the procedure. Further information was not provided.